Event description:
The reporter indicated that after implanting an implantable collamer lens into the patient's eye, the iop went to 50. Reportedly, this was "remedied with more energy in pis. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that after implanting an implantable collamer lens into the patient's eye, the iop went to 50. Reportedly, this was "remedied with more energy in pis. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Section a- unk. Date of event- unk. Date of report- unk. Device manufacture date- unk. Claim# (B)(4).